Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The needle driver instrument was found to have a broken joggle control cable 11 at the distal end. As a result, the instrument would fail to move intuitively. The broken cable segment that contained the crimp was missing. The root cause of the broken distal instrument snake wrist cables is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal w/ lymphadenectomy prostatectomy surgical procedure, the customer observed the needle driver instrument did not articulate. The procedure was completed with no reported injury.